Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that catheter was being placed into the pt's right upper arm in the intensive care unit. It was noted this was a difficult placement as the pt's anatomy was noted as tough. There was difficulty with the catheter wanting to go up the pt's neck and there was a 90 degree turn to go down svc but they were able to obtain a blue bullseye. The clinician knew it would be difficult to remove the biosensor. During removal of the biosensor, it would not budge. The nurse flushed and then pulled back the catheter 4cm and the biosensor was pulled out. At which time, the biosensor unraveled and broke into three pieces. All of the biosensor was removed and a chest x-ray was performed to confirm there was no trauma to the pt from the difficult removal. The chest x-ray was noted as good. There was no delay in treatment and no pt death or complications reported.